Manufacturer narrative:
The insulin pump was received with a blank solid white lcd display with black lines across the display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the screen is white and he could not see anything in the pump. The customer¿s blood glucose level was 236 mg/dl at the time of the incident. Customer reported display is solid white. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.